Event description:
Subsequent information indicates that this patient underwent a non-invasive pacing stimulation test, in which the shock impedances were found to be 27 ohms. The device properly detected, charged, and delivered shock therapy. At this time, no further action will be taken.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that this patient will be scheduled for a non-invasive programmed stimulation testing in the near future.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded increased pacing threshold measurements and decreased r wave and pacing and shock impedance measurements exhibited by this implantable transvenous right ventricular lead. No undersensing, oversensing or adverse patient effects were reported. Technical services (ts) discussed the options of continued monitoring or replacing the rate/sense portion of this lead. Additional information was received that a non invasive pacing study (nips) was completed which resulted in acceptable measurements. Subsequent information indicates that shocking impedances less than 20 ohms have been detected. Ts recommended performing lead integrity testing.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.